Manufacturer narrative:
Two reciproc blue files r25 8/100 25mm 025 were returned (one file in loose and one unused file). The file in loose is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1771385, #1771089, #1770456, #1771094 and #1769700). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified we will track this kind of event and monitor the trend.for information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).root causes are not identified.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The involved tooth with the broken part had a root end surgery, apicoectomy, to remove the broken part.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.